Manufacturer narrative:
Updated information in section d10 concomitant product. The field service representative (fsr) resolved the issue by replacing and calibrating the bent r1 alinity c-series reagent probe and sample probe of the alinity c processing module. The r1 alinity c-series reagent probe was determined to be the likely cause of the result issue. Data and information provided by the customer was reviewed. Review of the instrument service history for the alinity c processing module serial number (B)(6) revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alnty c-series reagent probe or the alinity c processing module. The device history record review did not show any nonconformances or potential nonconformances for the current complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number ac01415 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for multiple samples. The following results were provided: potassium approximate reference (normal) range: 3.5 to 5.1 mmol/l. (B)(6) 2024 sid (B)(6) initial result (ac01415) 6.97 mmol/l, repeat result (ac01108) 4.81 mmol/l. (B)(6) 2024 sid (B)(6) initial result (ac01415) 9.33 mmol/l, repeat result (ac01108) 3.70 mmol/l. (B)(6) 2024 sid (B)(6) initial result (ac01415) 6.94 mmol/l, repeat result (ac01108) 4.48 mmol/l. (B)(6) 2024 sid (B)(6) initial result (ac01415) 7.79 mmol/l, repeat result (ac01108) 3.86 mmol/l. (B)(6) 2024 sid (B)(6) initial result (ac01415) 6.92 mmol/l, repeat result (ac01108) 4.44 mmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for multiple samples. The following results were provided: potassium approximate reference (normal) range: 3.5 to 5.1 mmol/l (B)(6) 2024 sid (B)(6) initial result (B)(6) 6.97 mmol/l, repeat result (B)(6) 4.81 mmol/l (B)(6) 2024 sid (B)(6) initial result (B)(6) 9.33 mmol/l, repeat result (ac01108) 3.70 mmol/l (B)(6) 2024 sid (B)(6) initial result (B)(6) 6.94 mmol/l, repeat result (ac01108) 4.48 mmol/l (B)(6) 2024 sid (B)(6) initial result (B)(6) 7.79 mmol/l, repeat result (B)(6) 3.86 mmol/l (B)(6) 2024 sid (B)(6) initial result (B)(6) 6.92 mmol/l, repeat result (B)(6) 4.44 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 complete information: sids (B)(6) section e1 phone number complete information: (B)(6) all available patient information was included. Additional patient details are not available.